Manufacturer narrative:
The delivery system was returned for evaluation. During visual inspection it was possible to observe: the delivery system was bent. The pusher was withdrawn from the sheath. The distal end of the dilator tip is damaged and there was scratch marks on the surface of the dilator tip. Cannula was cut 2cm from the pin vice. The proximal end of the sheath had some indentations. No damage was noticed in the pusher. Work order (B)(4) was reviewed and appears complete and correct. Concomitant products: zfen-p-2-32-124-r, zsle-16-74-zt x 2, zsle-16-74-zt. Additional information was received: "there was no difficulty removing either trigger wire and they were both fully intact (we inspected them later when we were trying to determine the issue). When we cut down on the common iliac artery, it was to see what the problem was. He (the doctor) ended up having to cut the distal z stent on the ipsi limb of the distal fen component, in order to pull the reverse tapered portion of the delivery system out. We then deployed a limb on that side to continue with the case and seal distally in the common iliac artery. The anatomy was tortuous, but nothing overly significant". There are a number of controls in place to ensure that the delivery system will not catch the graft, which include: each stent point is rounded. Each stent point on an internal stent is secured with double loop stitch with four locking knots and this is 100% inspected. The distal end of the dilator tip is tapered to fit onto the urethane radiopaque tubing (uat) and is secured to the uat with glue. The IFU sent with the complaint device states: "do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance. Vessel or catheter damage may occur." "Care should be taken not to damage the graft or disturb graft positioning after graft placement in the event reinstrumentation of the graft is necessary". Based on the information present, a definitive root cause could not be determined. It is possible that a stent point from the distal internal z-stent became jammed on the dilator tip. A large amount of force must have been applied to the delivery system causing the damage to the dilator tip, most likely during attempted withdrawal of the delivery system. It is also possible that the patient's tortuous anatomy caused a stent point to protrude inwards.

Event description:
The tapered portion of the delivery system would not come out of the ipsilateral limb on the distal body graft. Every time the user moved the delivery system, the distal body graft would move with it. User could not get the delivery system disconnected from the ipsilateral limb. User cut down on the common iliac artery and cut out the bottom zstent on the distal body graft and deployed a limb. The trigger wire system was completely intact.

Event description:
The tapered portion of the delivery system would not come out of the ipsilateral limb on the distal body graft. Every time the user moved the delivery system, the distal body graft would move with it. User could not get the delivery system disconnected from the ipsilateral limb. User cut down on the common iliac artery and cut out the bottom zstent on the distal body graft and deployed a limb. The trigger wire system was completely in tact.